Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the day prior, they became dizzy and may have passed out. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.